Event description:
It was reported that during the night, the patient had a really bad pain in the right leg at the top of the thigh, and it felt like a knife or high electricity going through it. The patient stated this had been happening since the implant or shortly after they did the programming. The patient had a back stimulator and turned it off, but that did not help. Last night, the patient turned off the dbs therapy, and the pain went away. The patient was redirected to their healthcare provider (hcp) to address the issue further.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient clarified that the high electricity sensation felt like a tingling in thigh. Patient is still working on resolving their symptoms. They will be getting an MRI of their back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.